Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD could be properly interrogated. The device interrogation revealed the eri battery status. The device was implanted for approximately 66 months and a number of 26 charging cycles was documented to the devices memory. The amount of charge taken from the battery was verified, indicating the eri battery status to be anticipated. Furthermore, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. The eri battery status was anticipated. The reported lack of interrogation was not reproducible during the analysis.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Clinician reported being unable to interrogate the device during a recent office visit. Device is transmitting to home monitoring and shows greater than 30 percent battery remaining. Patient has a high bmi. Troubleshooting options were discussed for their next visit. Device remains implanted.